Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been explanted due skin breakdown and the device was extruding through the skin. Implantation on the contralateral side is planned.